Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger is shocking her when she goes to charge the implanted neurostimulator. Patient said the issue started monday. Patient confirmed there is no damage to the paddle cord but mentioned she has tape on the cord. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Agent had a hard time following all the patient was stating.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.